Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient cap of an amia automated pd set with cassette was separated; further described as ¿fell apart¿ (disconnected). This was identified before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.